Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has flashing red status indicator light and is beeping.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The history log showed the pad-pak was first installed successfully on the 10th may 2013 and performed self-tests up to the (B)(6) 2013. Throughout the history log the device has recorded numerous occasions where the temperature fell below the recommended storage temperature for the device with readings as low as minus 24 degrees celsius recorded. The device failed a self-test due to a low battery on the (b)(5) 2013. There were no further log entries recorded due to the low temperature in which the device was stored. The returned pad-pak was inserted into the device and the device failed to power on, the red status led and failure chirp were present. This would confirm the reported fault. A test pad-pak was inserted, no warnings were given at shutdown and the status led continued to flash green. The device delivered test therapy without fault, a test shock was successfully delivered and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to the returned pad-pak being depleted beyond functional use as a result of the device remaining in fault mode after the self-test fail, for a low battery. The self-test fail resulted from the device being stored in a location where it was not adequately protected from adverse weather conditions.